Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however insulin pump had moisture on keypad traces. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and missing endcap sticker.